Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and battery out limit alarm. The customer's blood glucose reading was unknown. The customer stated that the first time she removed the battery; the pump stayed black and alarmed battery out limit. The customer received multiple batteries out limit alarms when batteries were out of the pump for less than one minute. The insulin pump was not returned for analysis.